Manufacturer narrative:
No product or photo was returned by the customer. It was reported by customer that the line broke just below the chamber hub. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013072 lot number 22115368 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss cv the tubing broke. There was no report of patient impact. The following information was provided by the initial reporter: writer back primed medication and noticed medication continued to flow through secondary line. Line was set into pump and lower claps closed. Writer followed the line to find the medication was draining into saline chamber even though saline was hung low. Writer clamped medication. Notified charge nurse and pharmacist. Writer also notified unit nursing attendant. Writer showed pharmacist issue, and pharmacy deemed best to make new medication and waste chemo bag. Writer disposed of line and medication and hung new line. Writer hung new line and attached to nacl the second line also broke just below the chamber hub. No medication attached. Writer brought this line to nursing attendant. Third line was fine. Date of incident (yyyy-mm-dd): (B)(6) 2023. Site name/location: xxx. Incident details: patient had docetaxel infusion ordered requiring a non-pvc line. Writer hung medication with attached secondary line to non--pvc attached to nacl . Writer back primed medication and noticed medication continued to flow through secondary line. Line was set into pump and lower claps closed. Writer followed the line to find the medication was draining into saline chamber even though saline was hung low. Writer clamped medication. Notified charge nurse and pharmacist. Writer also notified unit nursing attendant. Writer showed pharmacist issue, and pharmacy deemed best to make new medication and waste chemo bag. Writer disposed of line and medication and hung new line. Writer hung new line and attached to nacl the second line also broke just below the chamber hub. No medication attached. Writer brought this line to nursing attendant. Third line was fine.